Event description:
On (B)(6) 2011, this pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported on (B)(6) 2013, that a follow-up non-contrast computed tomography imaging identified aneurysm enlargement 5.6 to 6.1 cm. On an unk date, an angiogram identified a proximal type I endoleak. On (B)(6) 2013, a reintervention was performed whereby an aortic extender component was implanted for proximal extension to treat the type I endoleak. Final angiography showed resolution of the endoleak, and the pt tolerated the procedure.